Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an under infusion of etoposide. Etoposide was administered via a 500ml IV bag. Clinicians report they often must add approximately 20ml of medication 2-3 times before the IV bag is properly empty. Current practice is to use pvc low sorbing ref#: (B)(4) tubing. There is no filter on this IV set. The IV set is primed with saline, then the nurse spikes the etoposide. The etoposide is not primed to the end of the IV set before starting the infusion. Instead, the 30ml flush volume is added to the volume to be infused upfront. There was patient involvement however no patient harm. The infusion time for these medications does increase when the clinician has to continue to add volume to the bag, resulting in subsequent infusion starting later than anticipated for that day. This was reported to bd representative on site.

Event description:
It was reported there was an under infusion of etoposide. Etoposide was administered via a 500ml IV bag. Clinicians report they often must add approximately 20ml of medication 2-3 times before the IV bag is properly empty. Current practice is to use pvc low sorbing ref#: (B)(4) tubing. There is no filter on this IV set. The IV set is primed with saline, then the nurse spikes the etoposide. The etoposide is not primed to the end of the IV set before starting the infusion. Instead, the 30ml flush volume is added to the volume to be infused upfront. There was patient involvement however no patient harm. The infusion time for these medications does increase when the clinician has to continue to add volume to the bag, resulting in subsequent infusion starting later than anticipated for that day. This was reported to bd representative on site.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had under infusion of etoposide was not determined because no product or device logs were returned.